Event description:
Rockwood pin sheared at the junction, pin remains implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.